Manufacturer narrative:
Customer also reported using expired test strips for testing. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate high glucose readings from their freestyle flash meter and administered extra units of insulin accordingly. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Customer was taken to an emergency room in dominican republic where he was diagnosed with severe hypoglycemia and treated with intravenous dextrose.